Event description:
It was reported that during a wedge resection procedure, the device was sticking and jamming while firing. This didn't happen until probably the third or fourth fire and was intermittent. The product was still able to be used. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Evaluation summary: the analysis results for the mcm20 instrument confirmed that it was returned non-functional. The instrument was cycled and it formed 3 clips conforming and 2 clips malformed due to a damaged anti-backp. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.